Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 6450919 number, and no non-conformances were identified. Manufacturing date: mar/01/2011. Expiration date: feb/29/2016. A manufacturing record evaluation was performed for the finished device 6417031 number, and no non-conformances were identified. Manufacturing date: oct/12/2010. Expiration date: oct/31/2015. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 375cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with breast capsular contracture (baker grade iii-IV) on an unspecified breast. As a result, the patient underwent breast implant removal surgery on (B)(6) 2024. It was not specified which breast had the capsular contracture. Multiple follow-ups have been performed but no clarification was provided. Both the left and right implant information will be provided and a supplemental report will be submitted when clarification is received.